Manufacturer narrative:
The lens was returned adhered to the lens case base by solution. The lens case lid was not returned. Solution is dried on the lens. The optic is cut into two portions, typical of insertion and removal. Both cut optic portions have multiple scratches and scrape marks on the anterior and posterior sides. One cut optic portion has a large crack on the posterior side of the lens. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The viscoelastic indicated is not qualified for the product combination used. The reported scratch was observed. The root cause for the reported damage may be related to a failure to follow the dfu. The file indicates the use of a non-qualified viscoelastic. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties and/or product damage. There are no other complaints for this lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a scratch was noted on the iol. The iol was removed and a back up lens was inserted during the initial surgery. No patient harm reported.